Event description:
It was reported that a malfunction occurred on the pump, but there were no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. Technical support assisted the customer with resetting the pump, and the malfunction did not recur thereafter. The customer was advised to continue using the pump and to contact support if any issues reoccurred, which the customer acknowledged and understood.